Event description:
Malfunction alarm labeled as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed successfully, as the malfunction did not recur. Customer was advised to continue using the pump and to report if the issue reappeared.